Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 3/24/98. Subsequently, the pt experienced a deflation of the device and delayed wound healing. The device was removed on 5/13/98.